Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant the patient presented to the hospital after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed t-wave oversensing (twos) resulting in the patient receiving inappropriate therapy. It was later discovered the rv lead had dislodged. A lead revision procedure was completed and the lead remains in use. No further patient complications have been reported as a result of this event.